Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that he was hospitalized due to low blood glucose. Customer's blood glucose was 20 mg/dl. The customer was experiencing low blood glucose for the last three or four months. The customer was admitted to the hospital and gave him something to eat and was advised to contact healthcare provider. After the troubleshooting was done, customer was advised that the insulin pump is working the way it should. The customer was advised to monitor pump.